Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a 24mm watchman flx left atrial appendage closure device was being used. IV heparin was administered post transseptal puncture. During pre-implant transesophageal echocardiogram (tee) imaging, it was noted that the patient had baseline spontaneous echo contrast noted in the left atrium (la) and appendage. A non-boston scientific (bsc) catheter was advanced into the la. At that time an initial administration of IV heparin was administered to the patient. A pigtail support wire was advanced through the non-bsc catheter into the la. Around this time it was noted that there seemed to be a linear density (suspected thrombus) possibly attached to or originating around the area of the distal tip of the non-bsc catheter. The non-bsc catheter was gently aspirated by the implanter and the density was no longer appreciated on imaging. The clot was noted to have been aspirated from the technique when checking the blood aspirated from the non-bsc catheter. An activated clotting time (act) result of less than 200 seconds was noted, and additional heparin was administered. Vitals and imaging were unremarkable at this point in time. Progression of the implant procedure took place and was unremarkable from an event standpoint until the point of watchman device release took place. An additional act reading was obtained and resulted in greater than 200 seconds. The watchman device was elected to be released and once released an additional linear density was appreciated; this time originating from what appeared to be a position that was adjacent to the area of the recently unscrewed core wire position / area near the threaded insert on the watchman device face. The delivery catheter was removed from the watchman access system (was) and the implanter preformed an additional gentle aspiration (this time of the was). Following aspiration, the density previously seen was no longer appreciated on imaging. An additional aspiration of the was was completed while retracting the was from the la into the right atrium and while removing the was from the patient's body. An additional clot was appreciated in the blood aspirated from the volume of blood aspirated. The patient was extubated and awoke from anesthesia without any further noted events. The implanter and staff completed a neurology evaluation on the patient after waking from the procedure and at the time it was noted that there were no deficits appreciated at that time. The patient was transferred to the post procedure area to complete post procedure routine monitoring and care.